Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable high result for one patient sample using the elecsys estradiol iii assay (e3) on the cobas 6000 e 601 module. Other estradiol tests and other unspecified tests run that day were acceptable. All results were released outside the laboratory, and all are in units of pg/ml. The initial result was 444.6. The clinician suspected an issue with this result, and asked for a result from another sample. On 05/11/2017, the second sample yielded a result of 64.0. The original sample was repeated with a result of 37.8. There was no allegation that an adverse event occurred. The e3 reagent lot number is 173998; the expiration date was not provided. Qc was acceptable on the date of the event. Calibration signals were lower than expected and showed some variation for the same lot. Additionally, the calibration frequency was lower than specified in product labeling. No fibrin or clots were observed in the sample.

Manufacturer narrative:
A review of the alarm log information showed no issues. There were no obvious reagent issues; however, bubbles on the reagent surface could not be excluded. A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The possible root causes for this non-reproducible discrepant high result could be improper pre-analytics and bubbles on the reagent surface. Additional possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.